Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted a twist clamp was separated from the light blue main body. The occlude feet were broken. The reported issue was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a minicap transfer set was separated from the twist sleeve. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available